Manufacturer narrative:
The event of liberta turn off was reported to abbott. The liberta firmware version check software confirmed the current nordic version of the ipg is 1.1.1.29 and the current msp version is 1.1.1.67 indicating the fw update was completed successfully on sn (B)(6). Sn (B)(6) failed to be updated. Since the update has been completed, the patient's therapy will no longer turn off unexpectedly. The issue has been resolved for sn (B)(6). The results of the investigation are inconclusive as the device was not returned for evaluation; however, data logs were received. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.